Manufacturer narrative:
Additional information in b4, d4 (UDI number), g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The device was not returned and no photos were provided. A review of the manufacturing records did not identify any issues which would have contributed with this event. There was one ncr associated with this lot. Ncr was initiated for incorrect label information concerning the sterilization method. The labels read "sterilized by irradiation" instead of "radiation sterilized", which presents no risk to the customer and does not affect the device's performance. All other characteristics inspected upon initial receipt were found conforming to specifications. This event cannot be verified. A root cause cannot be determined.

Event description:
It was reported that the patient presented in the ER with a rash on her neck, days after undergoing a mobi-c implantation. No additional information was provided regarding the treatment plan and no revision is scheduled at this time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient presented in the ER with a rash on her neck, days after undergoing a mobi-c implantation. No additional information was provided regarding the treatment plan and no revision is scheduled at this time.